Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was associated with a system infection. Fluid was noted to have been draining from the two sternal incision sites. Surgical intervention was performed and the s-ICD was explanted. No additional adverse patient effects were reported.